Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when a 980 ventilator was powered on it failed the breath delivery power on self test (post) and an error message was generated. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se performed extended self-testing on the device and all tests passed.